Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment confirmed the reported event of the left limb occlusion, secondary endovascular procedure and open thrombectomy of the left limb. Device, user, procedure or anatomy relatedness of this event could not be determined due to lack of diagnostic imaging. Additionally, procedure related harms for this event could not be determined. The final patient status was not reported. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 18 (eighteen) months later, left limb thrombosis was detected. Successful re-intervention was performed with open thrombectomy of the limb with patch angioplasty of the right common femoral artery. In addition bilateral 9x38 non-endologix ptfe covered balloon expandable stents were implanted to extended the limbs proximally.